Manufacturer narrative:
B5 - describe event or problem: updated with additional information received through gfe response.

Event description:
It was reported insufficient ice occurred due to the console system. A cryoablation console system was chosen to complete a cryoablation procedure in the breast of the patient. During the procedure, approximately ten minutes into the freezing cycle for an iceforce 2.1 cx 90 degree needle, insufficient ice formation occurred. The iceforce 2.1 cx 90 degree needle was exchanged for another needle of a different model. Insufficient ice occurred with the second cryoablation needle inside of the patient. The ice formation was observed through the use of ultrasound technology. Moving the cryoablation needles to different channels did not resolve the issue. The entire tumor was not inside of the -40 degree cryoablation. There were no patient complications as a result of this event. It was further reported that the patient will have a follow-up examination 6-12 months post-procedure to evaluate if the target tumor was treated with the iceball created during this event.

Manufacturer narrative:
Detailed product information was not available. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported insufficient ice occurred due to the console system. A cryoablation console system was chosen to complete a cryoablation procedure in the breast of the patient. During the procedure, approximately ten minutes into the freezing cycle for an iceforce 2.1 cx 90 degree needle, insufficient ice formation occurred. The iceforce 2.1 cx 90 degree needle was exchanged for another needle of a different model. Insufficient ice occurred with the second cryoablation needle inside of the patient. The ice formation was observed through the use of ultrasound technology. Moving the cryoablation needles to different channels did not resolve the issue. The entire tumor was not inside of the -40 degree cryoablation. There were no patient complications as a result of this event.